Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm with an open book image. Customer stated that the insulin pump died and did not stop alarming. Customer stated it was unknown if any other error was displayed before an open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.